Event description:
Philips received info from a customer site that during a collimator exchange on the bright-view camera, the pinhole collimator set on the exchanger cart properly but it was knocked off the cart causing it to damage the detector face. There is no report of pt or operator injury.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) of 2007. Philips field service engineer (fse) visited the customer site and found that the floor at the site was not completely level before the system was installed. The site had a 2-inch expansion joint that splits the table and gantry, located at the front of the table. The room drawings did not include this expansion joint. It was found that the floor was 12 mm (3/8 inches) low at the front of the gantry from the highest point in the room. During the pinhole collimator exchange, the pinhole fell off the cart onto the front of the detector. The customer was provided the following workaround: to perform their collimator exchange with the rear wheels locked straight, rather than swivel as stated in the bright-view instruction for use manual. In the bright-view system installation, 435 604 24731 rev a (csip level 1), manual has the following statement: "floor leveling: prior to starting the installation sequence, verify that the floor under the brightview is level within +/- 0.25" (+/-6 mm) and the area under the pt table is level within +/- 0.25" (+/- 6 mm). Verify that the two areas are level to one another within +/- 0.5" (+/- 13mm). If the floor does not meet the level requirements, the customer should correct the problem. If the floor is not level, you may not be able to level the gantry." (B)(4).